Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30880283l number, and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that 50 minutes after the start of the procedure, the patient¿s blood pressure decreased. Effusion was confirmed by intracardiac echocardiography immediately after blood pressure decreased and the procedure was discontinued. Pericardial drainage was performed. The amount of effusion was monitored by echocardiography, and as the increase of hemorrhage stopped, the patient left from the room. Ablation had already been performed before pericardial effusion was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate settings was flow rate set at pre-1 second, post-3 seconds, and flow rate setting during ablation as recommended. The physician's opinions on the relationship between the event and the product was that there was no relationship with the product. They were no abnormalities observed prior to and during use of the biosense webster inc (bwi) product. Atrial transseptal puncture was performed with rf needle. Force visualization features used was dashboard; vector; visitag. Additional filter used with the visitag was force over time (fot). Color options used prospectively was a tag index.

Manufacturer narrative:
On 11-jan-2023, additional information was received indicating the physician¿s opinion on the cause of this adverse event is that it was procedure and patient condition related. Patient fully recovered. Correct catheter settings selected on the smartablate generator and the pump flow setting was normally controlled by the smartablate generator. No error message was observed n biosense webster equipment during the procedure. Parameters for stability were used, range: 3mm, time: 3s, force over time (fot) of 25% 3g, tag size: 2. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).